Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the vibration motor on the pump is not working. The customer stated that he has his alert type set to vibrate and the pump is not vibrating. The customer stated that the pump did not vibrate when the act button is pressed. The customer stated that the pump battery is not low. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.